Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was over 2.8 mmol/l. The customer¿s current blood glucose value was 10.5 mmol/l. The customer did not experienced symptoms of low blood glucose. The customer treated low blood glucose with food. The customer did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further complications were reported. The customer will continue to use the device.